Event description:
It was reported that the 9800 system locked up during a case. No pt injury or other adverse involvement was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Determined x-ray control board cmos battery low and may have contributed to the problem. Replaced battery, flashed nodes, cleaned tube candlesticks. The system was tested and found to be working as intended and placed back into service.